Event description:
Procedure: lap chole. According to the reporter: when doing an optical entry with the trocar, the camera became lodged and it is difficult to remove the camera from the cannula.

Manufacturer narrative:
(B)(4).